Event description:
The rptr stated that pt did back to back (rapid succession) blood glucose tests. Pt results were 245, 329 and 399 mg/dl. Pt did not have any symptoms. On followup, the rptr stated that pt does not use an excessive amount of blood when testing, and that the confirmation dot was dark blue with the above reported results. Stated that pt may run a cotton swab over the optics once a month; reviewed cleaning with with pt's. Rptr did not have time to do control solution testing. No harm was alleged.